Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and without the device to analyze, a cause for the reported crack and leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a crack in the silicone valve of the clip introducer and leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. Before entering the patient¿s body, a crack was observed in the silicone valve of the clip introducer. The stopcock stayed attached to the clip introducer but when tightening the stopcock, a crack was observed resulting in the introduction of air into the steerable guide catheter (sgc). No air got into the patient as the clip delivery system (cds) was never advanced into the patient. Another clip was used with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.